Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was absorbable but not drainable. It was stated it was blocked at the distal drain. The device was never implanted, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for leak testing. However, it did not meet the requirements for reflux, pressure-flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve and fluid re. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.